Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was 9.9 mmol/l. Customer advised the insulin pump powered off intermittently for a 1 week period. Customer replaced the battery 2 to 3 times in a week. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test and unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. However, unit unable to perform displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.